Manufacturer narrative:
Because of the incomplete information provided on this case and the fact that the patient was lost to follow-up, it is not known whether the extraction actually occurred or what role, if any, the lava ultimate restoration may have had in the recommended treatment.

Event description:
On (B)(6) 2016, 3m was informed of a female patient who was recommended to have tooth #13 extracted. This tooth received a lava ultimate restoration (type not specified) on (B)(6) 2014. On (B)(6) 2015, the patient returned to the dental office stating that it had felt loose since placement. Based on the limited information provided by the reporting dentist, it is not clear whether the patient was referring to the tooth or the restoration. The dentist recommended that the tooth be extracted. The patient left the office and never returned to the practice so the outcome is not known.